Event description:
According to the report, the surgeon used bioglue to perform a brow-lift. A fluid collection and discharge occurred eight to ten weeks later. The surgeon aspirated the area, took cultures (which were negative) and prescribed the pt antibiotics which resolved the symptoms. Approx three months later, the pt returns with isolated swelling under the skin of the temple (one inch from the incision at the hairline). Again, the surgeon aspirated the area, revealing "a thick greenish mucoid fluid". However, this did not occur in the area of bioglue application.

Manufacturer narrative:
This investigation is ongoing, and add'l info will be provided in a follow-up report.